Event description:
It was reported that the patient experienced a shocking or jolting sensation from the stimulation. The patient experienced pain near the area where the lead was inserted. Tylenol helped with the pain. The patient was advised to turn her stimulation off until she sees her physician tomorrow. The patient was at home. Further follow-up is not possible.